Event description:
It was reported that the patient experienced a spotted tingling sensation on her hands. Her left lead had great coverage but her right lead provoked a feeling of muscle tearing on her left shoulder when stimulation was turned to 1.0v. It was reported that impedance on the right side was between 400-600 ohms. The ins on the patient's right buttock area was palpated with stimulation off and the patient experienced the sensation of muscle tearing on her left shoulder. The patient's left shoulder, which had no system components implanted in the area, was palpated and the patient jumped and felt pain on the left shoulder. It was reported that the patient did not want to be programmed any further and no cause was determined. The hcp planned to send the patient for an x-ray. Additional information received from the hcp reported that electrode 4 was out of range, though printouts from the programming session showed that all electrode pairs involving contact 1 were above 10,000 ohms. The hcp reported that the patient was programmed around electrode 4 and had coverage to all areas of pain. The patient did not require hospitalization.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).